Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on investigations results, olympus could not specify the root cause of the suggested event. However, the probable cause that the defect was caused by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Establishment name: (B)(6) hospital organization (B)(6) medical center the device. Was returned to olympus for inspection, and the customer's reported issue angle down was not confirmed. The following findings were also noted during device evaluation: due to a cut on angle wire, bending section cannot be bent in down direction at all, due to a pinhole on bending section, water tightness is lost, adhesive on bending section has a chip, due to damage on channel-tube, forceps and channel cleaning brush cannot be inserted smoothly, bending tube is damaged, connecting tube has a dent, image guide bundle has significant breakages, scratches throughout the device, universal cord has a dent, and adhesive around objective lens has stain. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the oes bronchofiberscope had ¿angle down.¿ the device was returned for evaluation. During the device evaluation, the following reportable malfunction was found, ¿the coat of the image guide pipe is peeled off.¿ there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.